Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement pump as the malfunction code was not resettable. The customer will use multiple daily injections to manage insulin delivery. Technical support confirmed the shipping address and instructed the customer on storing the current pump and programming the new one. The faulty pump is to be returned within 10 days using the provided pre-paid label to avoid charges.